Event description:
It was reported that the patient presented for an implant procedure. During implant of the ventricular device the delivery catheter moved unintendedly and required re-positioning. The device was ultimately implanted, however, post-procedure the patient experienced hypotension. Upon echocardiography imaging pericardial effusion and cardiac tamponade were observed. Pericardiocentesis was then successfully performed. The device remained implanted and the patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.